Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient wasn't receiving effective stimulation from her scs system. The patient underwent surgical intervention on (B)(6) 2016, where the patient's scs system was disconnected and the ipg was removed. The physician decided to implant a drg system to address the issue.